Event description:
Ref imp:# (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary evaluation was performed. The evaluation confirmed the touch screen failure. The device top case assembly was replaced and this resolved the display issue. After the device was repaired, system error (sf148) indicating the main blower is overheating was observed. The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).